Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 for a follow-up after receiving inappropriate high voltage therapy. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that the ICD delivered inappropriate shocks for atrial fibrillations with rapid ventricular response (rvr). The patient had shortness of breath, rapid heart rate and discomfort due to shocks. Programming changes were performed at this time. The patient was in stable condition.